Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm spoke with the customer's charge nurse by phone who was unable to provide any additional information. The stm left a contact phone number with the charge nurse if additional information was obtained. The stm then evaluated the iabp unit and was unable to verify the reported failure. The stm noted that the autofill calibration shuttle pressure was out of specifications and adjusted to fall within factory specifications. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the sensor for the cs300 intra-aortic balloon pump (iabp) was unable to be calibrated. It was later reported that the initial reporter did not provide the customer's biomed with any details regarding the event and failure. The iabp unit was given to the biomed with a note that read "unable to calibrate sensor." It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.